Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
Report received that a patient developed an infection at the chest implant site after picking out her sutures. The patient had been implanted only a couple of weeks before the infection occurred. The device history record of both the implanted lead and generator indicated that both products were properly sterilized per specification prior to being released for distribution. Further information was received that the infection occurred at the chest site. The generator and lead were reportedly explanted. No additional relevant information has been obtained to date.